Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported functional device issue. The observed fatigue damage was determined the most probable cause of the reported events. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 ipp was thoroughly analyzed. The returned cylinders and pump were visually and microscopically inspected, and tested for leaks. A hole was found in the kink resistant tubing (krt) as a result of fatigue. The cylinder was not pressure tested due to the identified leak. The pump passed all tests performed. The observed fluid leak could impact the functionality of the device as it would no longer function appropriately after the ipp system fluid was lost. Product analysis confirmed the reported clinical observation. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The IFU lists fluid loss leading to limited device functionality as a potential adverse event associated with implant of this device. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly two weeks prior to the procedure. A crack was found in the right cylinder connector and the pump and right cylinder were explanted and replaced. The cause of the crack was reportedly not determined. The ipp was explanted and replaced with a new ipp and it was noted that the patient condition improved following the operation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly; this issue was found two weeks prior to the procedure. A crack was noted in the right cylinder connector and the pump and right cylinder were explanted and replaced. The cause of the crack was reportedly not determined. The ipp was explanted and replaced with a new ipp. Patient condition improved following the operation.